Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event. As this event has now been deemed not reportable.

Event description:
Updating MDR: due to non-reportable misuse. Complaint is not reportable, per corpft- (B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).